Manufacturer narrative:
Analysis was normal . No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited failure to capture and failure to sense. A fluoroscopy was performed, and it was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.